Event description:
Patient undergoing a right ureteroscopy and laser lithotripsy. A large right renal pelvic stone was reportedly fragmented into smaller pieces using a 273 micron fiber. Reportedly, during the operation, it was noted that the tip of the laser fiber had broken off. After extensive search, the laser fiber reportedly could not be identified. No patient harm reported.